Event description:
Tampon disfigured...string hanging out the tip of the applicator as well as at the bottom [device physical property issue]. Case narrative: consumer reported via email that the tampon string is hanging out the tip of the applicator as well as the bottom. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation